Manufacturer narrative:
Follow up is in progress regarding the availability of this device for return. At this time, no response has been received. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. In this case, the device was explanted after an unknown implant duration for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Minimal information regarding this explant received and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that an unknown valve was explanted due to unknown reasons after an unknown implant duration. No additional information was provided.

Event description:
The implant duration of the explanted edwards valve was 8 years and 7 months.

Manufacturer narrative:
Device evaluated by manufacturer: radiographic inspection revealed heavy calcification on all three leaflets and wireform intact. Extrinsic calcification was observed on all three leaflets, especially at the inflow aspect. Minimal host tissue overgrowth was found on the leaflets and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect and 2mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the outflow aspect. Leaflet 1 had a tear of 5mm along commissure 2, and leaflet 2 had a tear of 4mm along commissure 2. Calcification was evident at the tear regions. The sewing ring was cut around the valve circumference and exposed the wireform at the inflow aspect. The wireform was also exposed on commissure 2. Based on the product evaluation findings, heavy calcification found on the leaflets of the device restricted leaflet mobility which led to stenosis. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing deficiency was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Corrected data: additional MFR narrative. Device code corrected to (B)(4). Correction on common device name.